Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter also sent report to FDA are unknown, no information provided to date

Event description:
It was reported that the pump had a double beep alarm with the cassette being attached to the pump during testing. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. No physical damage was observed. No evidence in the event log. Investigation could not duplicate customer issue. Pump does not respond with a double beep while connected to a known working test cassette. When releasing the cassette, get the no disposable alarm. Can also simulate a double beep alarm on the pump by temporarily removing the tube from the test cassette. The root cause of the reported issue was not able to be determined. No actions were taken to mitigate the reported issue since no fault was found. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records.